Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty cycler/liberty cycler set malfunction or product deficiency caused or contributed to this event. Pseudomonas is an organism that normally resides in moist areas. Therefore, it is reasonable to associate the patient¿s peritonitis contamination from the patient¿s shower head, as reported by the pd nurse, as the patient was not disinfecting the shower head as instructed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) was experiencing symptoms of abdominal pain and cloudy pd effluent and as a result was admitted to the hospital. A pd effluent culture yielded growth of the organism pseudomonas (species unknown) and the patient was diagnosed with peritonitis. The patient was treated with antibiotic therapy; specifics are unknown. The patient underwent removal of the pd catheter and required transitioned to hemodialysis during hospitalization. No further details surrounding the patient¿s hospital course is known as the hospital discharge summary was not available. The patient is recovering and will remain on hemodialysis for approximately 8 weeks. Per the nurse, the patient¿s peritonitis was not suspected to be related to any fresenius device/product. The cause of the patient¿s peritonitis was associated with contamination from the patient¿s shower head at home as the patient was reportedly not disinfecting the shower head as instructed. The nurse indicated the patient will be re-educated on proper infection control procedures to mitigate peritonitis infection when returning to pd modality.